Event description:
It was reported that during an anterior column pelvic procedure, the surgeon was backing out the cortex screws to change out the size, the tip of the screws began to unravel. Surgeon removed the screw and the screw threads. Surgeon used new screws to complete the procedure with no further problems. No adverse effect to the patient. Surgeon thinks the screws unraveled because it was touching other screws and plate. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).